Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a (B)(6) asian female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was attempting to have an impella cp implant and the staff had delivery issues. Staff pulled the easy lumen guide out of the pump, but they were unable to wire the pump. A new impella was opened and placed.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for investigation. According to clinical details, the root cause of the delivery issue was most likely due to use issue since the staff were unable to wire the pump due to premature removal of the easy guide lumen.